Manufacturer narrative:
Abscesses are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products. Literature data: - de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 - signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e - kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This incident occurred outside of the USA, in (B)(6). A female patient received injections of teosyal rha4 (tpul-201121a) in both temples on (B)(6) 2021. On (B)(6) 2021, approximately six weeks later, she developed inflammatory swelling and pain in the left temple. On the same date, initial treatments implemented were corticosteroids and antibiotics. The adverse event improved until (B)(6) 2021, at which time the patient presented an abscess in the left temple. She was hospitalised on (B)(6) 2021. There, she underwent an MRI scan, received intravenous antibiotics, and the abscess was incised and drained. We learned on (B)(6) 2021 that the patient was no longer in hospital and the event fully resolved.